Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3 7743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6) product type extension (B)(4).

Event description:
It was reported that the patient had a stimulator with leads in their back that was removed because their foot would swell up and become painful.